Manufacturer narrative:
Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 018. It was reported that low flow events were recorded in the system controller log file, and a possible torsion of the outflow graft was suspected. The low flow events subsided after about a week. The patient was discharged. No further information was provided.

Manufacturer narrative:
Section d4, d5, h8: corrected information.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the reported events and heartmate 3 lvas could not be conclusively established through this evaluation. Although the report of suspected outflow graft twist and low flow events could not be confirmed through this evaluation, it should be noted that the twist could have contributed to low flow events. In addition, analysis of the submitted log files confirmed intermittent pi events. However, a specific cause for the reported events could not conclusively be determined through this evaluation. The system controller event log file recorded intermittent pi events throughout the file. No hazard alarms were captured, and the pump appeared to function as intended. The heartmate 3 lvas instructions for use (IFU) contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding.the heartmate 3 lvas IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.